Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two months after implant that the patient's right atrial (ra) lead and right ventricular (rv) lead had pulled back resulting in dislodgement as evidenced by high thresholds with no capture, muscle stimulation the patient reported as thumping in their chest, and undersensing seen as no sensing with interrogation. Both ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.